Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported during a mitral valve and cabbage procedure, that three proximal seals were loaded and deployed into the proximal aortic anastomotic site. The heartstrings would not deploy into the anastomosis. All three failed. The seal did not leave the tube (delivery tube). Furthermore, there was an aortic dissection not yet confirmed to be related directly to heartstring. Appropriate steps were taken to stabilize the patient including utilizing ECMO support. The patient was scheduled back 10/28 for completion of the surgery. The surgeon believes it was the aortic cutter that dissected the aorta. The cutter was used when the iatrogenic dissection occurred. Significant bleeding occurred. A clamp was used to complete the anastomosis, after the dissection and failure of heart strings. ECMO support was used for circulatory support due to the heart, being in an exhausted state. There was a procedural delay. On 10/28 the patient was taken back to the or to complete closing the chest and clean out the cavity. The patient's has expired.

Manufacturer narrative:
Tw #: (B)(4). Updated sections: b4, d9, e1, g3, g6, h2, h3, h6, h11. Corrected section: h6: device code changed to 1669. The lot # 3000497963 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.